Event description:
Patient undergoing suboccipital craniotomy, using edm lumbar drainage. When doctor withdrew needle, the tip of the catheter was noted to be sheared off in patient's epidural space. The catheter piece was left in the patient.